Event description:
It was reported via repair work order that the patient right side rail could not be latched in place due to damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.